Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mid-distal diffuse right coronary artery (rca), with poor flow and distal tortuosity. A perforation occurred after use with an unknown balloon catheter and the flow shut down. The 2.8 x 16 mm graftmaster stent was implanted for treatment; however, the perforation was not sealed and there was no reflow in the artery. Echo noted a small pericardial effusion and the patient died due to cardiac arrest. There were no device issues noted with the graftmaster. No additional information was provided.